Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the field service engineer (fse) was unable to confirm customer reported event. The fse performed verification of alignment, beam profile and successfully completed system verification to specification. System meets company specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during refractive treatment it appeared the laser was applying shots outside the treatment zone and outside the flap creation. The doctor noticed some of the spots shifted to the nasal right and temporal left. It did not happen on every case and when treating the cylinder the spots seemed off. No adverse events have been noted on post operatively.